Event description:
As reported, approximately 4.5 years post initial tsa, the 73 year old patient tray snapped loose from the preserve stem and was loose in patient's arm. The screw and poly liner remained attached to the tray. Patient was loading a truck when the event occurred. Patient developed soreness and sharp pain with inability to lift his arm and a pain level of 9 out of 10. Patient was revised to 42mm +4 gelnosphere, +10 humeral tray, 42 +2.5 liner. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device will be returned for evaluation.

Manufacturer narrative:
Section d10: concomitant products: equinoxe reverse 38mm humeral const liner +2.5 (cat# 320-38-13 / serial# (B)(6)). Equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6). Equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt